Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. No frozen screen noted. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify failed battery test alarm due to button keypad anomaly. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated buttons starting not to work. Customer took the battery out and put one in and got a failed battery test. The customer stated that pump fall in the ground. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.